Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on august 19, 2020. The device evaluation was completed. It was reported that a patient underwent a procedure with a pentaray nav high-density mapping eco catheter. The physician pointed out that flow of pentaray nav high-density mapping eco catheter was poor just before the end of the case. The cause seemed to be thrombus that was confirmed in the lumen after the completion of the procedure. There was no report of patient consequence nor extended hospitalization. Upon receipt, the catheter was visually inspected and it was found in normal conditions. No trails of thrombus were observed. Then, per the complaint, an irrigation test was performed and the catheter failed. No irrigation was observed. The catheter was dissected and it was found that the irrigation tubing was folded in the tip area. A manufacturing record evaluation was performed for the finished device number and no internal action related to the complaint was found during the review. The customer complaint has been confirmed since the damage of irrigation tube is potential effect of thrombus. The thrombus trail could disappear during the decontamination process. The root cause of the irrigation tube folded cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc(B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a pentaray nav high-density mapping eco catheter and a thrombus formation issue occurred. The physician pointed out that flow of pentaray nav high-density mapping eco catheter was poor just before the end of the case. The cause seemed to be thrombus that was confirmed in the lumen after the completion of the procedure. There was no report of patient consequence nor extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The thrombus issue was assessed as MDR reportable.

Manufacturer narrative:
Additional information was received on 9/30/2020. No neurological consequence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).